Event description:
It was reported to philips that the system was unable to produce x-rays. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the procedure that was to occur at the time of the event was completed as planned after the tube was re-configured and calibrated. No harm or injury was reported to philips. A philips remote service engineer (rse) inspected the system remotely at the time of the event and found the tube defect message and confirmed that the tube configuration information was lost. The rse instructed the user on how to configure and calibrate the tube, allowing the procedure was completed. Onsite assessment was recommended. A philips field service engineer (fse) inspected the system on-site and confirmed the issue. Troubleshooting and assessment of the logfiles indicated that the tube focus was no longer available. Assessment of the generator also confirmed that the generator needed to be reconfigured and adapted. The fse determined that a defect in the central unit + base extension (cube) of the generator was likely the cause. The cube was replaced. The cube was returned for failure analysis. However, a root cause of the reported issue could not be determined by the failure analysis. After replacement of the cube, the system was returned to use in good working order. The codes were updated based on the investigation outcome.